Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. No motor error alarms noted. Found trace of dry water on the motor home switch.

Event description:
It was reported that the customer received several motor error alarms, and was subsequently hospitalized for high blood glucose levels. Troubleshooting was not possible at the time of the report. Nothing further was reported.